Event description:
During this patient's procedure, the argon beamer handpiece was not working. Staff checked both tanks and the handpiece still did not work. The argon machine (sn [redacted]) was removed from the or and was replaced by a new machine (sn [redacted]). The handpiece started working and was used throughout the remainder of the case. At one point, the handpiece was dropped on the drape and the scrub tech noticed that there was a hole burned in the drape. The handpiece was examined, and a lateral ~1 cm portion of the black insulating material close to the tip was melted, exposing the silver metal portion underneath. The patient's skin was examined after the drapes were removed and a ~1 cm sized dark lesion/burn was noted on her upper right thigh. According to staff, these handpieces regularly deteriorate throughout the procedure, though this is the first time where the tip was noted to have fully melted.